Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed") and abdominal distension ("other injury(ies) or complication please describe: bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of the essure). Essure was removed in (B)(6) 2009. At the time of the report, the abdominal pain lower, genital haemorrhage, weight increased, headache, anxiety, depression, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, mood swings, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received. Events: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), other injury(ies) or complication please describe: bloating, migraines, plaintiff did not underwent essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), headache ("headaches"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (removal of the essure). Essure was removed in 2009. At the time of the report, the abdominal pain lower, genital haemorrhage, weight increased, headache, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, genital haemorrhage, headache and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.